Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880 . A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Multiple events were reported for this patient in an effort to treat/resolve issues associated with peri-implantitis around the implant at tooth location #19 prior to implant removal. This report is for event 7. Per the general dds, the patient experienced peri-implantitis, tissue inflamed with exudate. Due to bone loss, the implant was removed and the site was re-grafted with ridge augmentation. Symptoms as a result of the event: pain and inflammation.